Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 812:05. This event occurred during biomed testing in the biomed services department. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812:05 was confirmed in the pump's event history by a baxter service technician as a cascade failure. This condition was caused by depleted main batteries. The main batteries were recharged to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.